Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic repair of umbilical / ventral hernia procedure. The reloadable tacking device was being used to secure the mesh. There were issues with loading and articulating the device. Tacks were able to be fired successfully. In order to resolve the issue and complete the case, another reloadable tacking device was used to secure the mesh. There was no patient harm. The patient outcome is alive, no injury. The patient's pre-existing conditions are anxiety and open heart surgery.